Event description:
The quality engineer at the subsidiary mfg engineering center (mec) reported that during routine treating of the device, the flow sensor module was broke. The flow sensor was from their demo unit at the mec. There was no pt involvement.